Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted the clinic and noted their cardiac resynchronization therapy defibrillator (crt-d) device was admitting tones. The clinic found an alert through the remote monitoring system which indicated low out of range impedances for the crt-d and another manufacturer's right atrial (ra) lead. The patient was brought into the clinic and the alert was cleared. A few days later the patient contacted the clinic again and noted that the device was once again emitting tones. Another low out of range impedance alert for another manufacturer's ra lead was observed along with oversensing of noise that led to inappropriately stored episodes. At this time the physician has opted to continue to monitor the patient and the system remains in service with no scheduled revisions. No adverse patient effects were reported.